Manufacturer narrative:
One used device was returned for evaluation. A review of the device history record found no exception documents. The complaint database was reviewed and no similar complaints for this lot number were found. The device was visually inspected and the tab was separated from the quill guide (luke). The tensile strength of the tab was exceeded causing the tab to break free. Additional damage was observed to the distal end of the quill guide (luke). The complaint has been confirmed. Merit is unable to determine a root cause for the reported failure.

Event description:
The physician reported that during a placement procedure for a peritoneal dialysis catheter, the quill went into the patient. After hemostats were connected to the tab to peal the sheath, the tab of the quill guide (luke) broke from the quill allowing the quill to enter the patient. The patient was moved to a different operating room where a cut down was performed and the quill guide was removed laparoscopically from the patient. No additional harm or injury was reported.